Event description:
The following was reported to gore: on (B)(6) 2019, the patient underwent endovascular treatment using gore® excluder® aaa endoprosthesis and gore® dryseal flex introducer sheath for an abdominal aortic aneurysm. The sheath was inserted through the patient's left leg and all stent grafts were deployed. After deployment, the angiography showed an endoleak (proximal type I or type ii), so touch-up ballooning was performed on the proximal side. An angiography performed again in the proximal side revealed a type ii endoleak originating from the lumbar artery and inferior mesenteric artery. As the amount of endoleak was small, no additional treatment was performed and the physician chose to monitor it. After removal of the sheath, a peeling of intima in the left common femoral artery at the puncture site was observed. The left common femoral artery was surgically repaired (code: 5400-c) and the procedure was finished. The patient tolerated the procedure. It was reported that the physician mentioned that the peeling of intima in the left common femoral artery was within expectation because the access vessel diameter was thin in this case.